Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
Green diamond appeared, indicating that the PICC was in the right area, but an x-ray showed that the PICC was in the ventricle of the heart below the correct spot.